Event description:
Customer reported the insulin pump alarmed button error and then a battery out limit. Customer stated he was at the hot tub and the device was near him but not in the hot tub. Customer's blood glucose was 133 mg/dl. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Unit received with intermittent button response due to corroded keypad traces. No button error alarm or battery out limit alarm noted. Unit received with cracked reservoir tube lip.